Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer has been having high blood glucose. Patient's blood glucose at time of incident was 600 mg/dl. Patient's current blood glucose was 557 mg/dl. The customer felt nervous. The customer treated high blood glucose with bolus on the pump. Based on customer report customer does not allege pump was under delivering. Customer declined to perform the high pressure test. The customer ran a selftest and it passed. The insulin pump will not be returned for analysis.